Event description:
Pt's mother called in to report curlin pump stopped working during infusion. Infusion was finished with a d-a-f tubing. No side effects or further adverse event reported. A new pump will be sent to the pt with the next order, and a call to pt's mother to arrange pump pick up and obtain serial number. Dates of use: (B)(6) 2016 to ongoing. Reason for use: e75.21 fabry (-anderson) disease.